Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported an aquacel ag surgical cover dressing was applied to her incision following a total knee replacement procedure on (B)(6) 2015. The patient reportedly began experiencing itching under the dressing approximately 3 days later. As the symptoms progressively worsened, the dressing was removed ahead of schedule after only 8 days of wear. Upon removal, the physician noted the periwound skin under the dressing and beyond had developed a rash with itching, redness and multiple serious -filled blisters. Steri-strips were applied over the incision. Three days later, the redness and serous-filled blisters remained. The patient was prescribed a five day course of oral prednisone. In addition, the patient used cortisone cream topically to treat the area. As of (B)(6) 2015 the patient's symptoms had generally subsided; though the patient still experienced occasional blisters which she treats with cortisone cream. No further patient complications were reported as a result of this event.